Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Bg was addressed via a manual injection. The customer alleged the pump was not delivering boluses; however, this could not be confirmed. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.